Event description:
Clinic notes were received from a visit on (B)(6) 2017, reporting an increase in seizures, and the patient reports that they believe the seizures are related to the pain in the chest caused by the vns since the vns settings were increased. Clinic notes then report that the vns settings were decreased and the patient ¿tolerated this¿. Further notes were received indicating the device is in referral for replacement and he is having attacks often and is on medications.

Event description:
Generator replacement surgery occurred. The explanted device was reported to have been discarded.